Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicate that insulin pump had power loss alarm and insulin flow blocked alarm. Customer was successfully clear alarm. Customer did not receive request for rewind. The insulin pump had power loss alarm during normal use. Insulin exited during troubleshooting by prime the tubing. Customer stated that battery out limit occurred while wearing the insulin pump and no delivery occurred when clearing alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.